Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited inappropriate shock due to intermittent post-sensed t-wave oversensing and r-wave amplitude variation. Programming changes were performed. There were no patient consequences.